Event description:
The suspect device was giving readings in the 300's mg/dl. The user's spouse took user to the ER and glucose was 106 mg/dl on their equipment. The spouse stated that they had been using expired test strips. No treatment provided. The user was released from the hosp. Controls were not used. The device was replaced and requested to be returned for eval.